Event description:
A peritoneal dialysis (pd) nurse reported a pt was treated for peritonitis "two weeks ago". The pt received unspecified treatment and has had no further complications. Treatment records have been requested, however, they have not been received.

Manufacturer narrative:
A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.